Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the angle attachment device was heating up. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the device had high temperature. It was noted that the attachment exceeded the maximum allowable temperature of 118°f. It was determined that the cause of the failure had been worn bearings caused by exposure to organic debris and materials which led to corrosion and normal component wear. The assignable root cause was determined to be due wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.